Event description:
It was reported that following exposure to a security gate at an airport, the patient had a loss of therapeutic effect with return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, serial #(B)(4) , implanted: 2011 (B)(6), explanted: unk.